Event description:
The report received from the affiliate indicated that pta was being performed on a lesion in the right common iliac artery. Calcification and vessel tortuosity were unknown; the rate of stenosis was 85%. Approach was made ipsilaterally. A smart control (complaint product) was delivered to the target lesion. However, the stent was jumped during the stent deployment and the distal target lesion could not be covered. Therefore, another new product (catalog/lot numbers unknown) was delivered and placed in the lesion without problem. The entire target lesion was fully covered and the procedure was completed. There was no adverse event and the patient is in stable condition. No product return. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. No additional information is available.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that pta was being performed on a lesion in the right common iliac artery. Calcification and vessel tortuosity were unknown; the rate of stenosis was 85%. Approach was made ipsilaterally. A smart control was delivered to the target lesion. However, the stent jumped forward during deployment and the distal target lesion could not be covered. Therefore, another new product was delivered and placed in the lesion. The entire target lesion was fully covered and the procedure was completed. There was no adverse event and the patient is in stable condition. There will be no product return. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." No additional information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15474796 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.